Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion were located in the left anterior descending and left circumflex arteries. Pre-dilation was performed using two maverick 2 balloon catheters (2.0x20 and 1.5x15) and a 1.2x6 non-bsc balloon catheter. A 2.25 x 24mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient's body, it was noticed that the proximal portion of the stent was deformed. The procedure was completed by implanting four synergy stents and post-dilating. No patient complications were reported and the patient's status was stable.